Event description:
Complainant alleged that while attempting to cardiovert a 68-year-old female patient; after removing the electrode pads, a second-degree burn was found on the patient.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The pro-padz electrodes, r series device, and multifunction cable (mfc) were returned to zoll medical united kingdom for evaluation. Visual inspection showed discoloration on the pads suggesting a discharge, but no signs of burning or arcing. All components worked correctly with no connection issues. Device logs confirmed cardioversions occurred on 5/14/2025, but activity logs were unavailable, making impedance verification inconclusive. Photos submitted by the customer showed reddening on the skin in pad-shaped patterns. The anterior pad mark appeared as hyperemia while the posterior pad showed a deeper burn-like mark, likely related to high patient impedance. Contributing factors may include poor electrode coupling, inadequate skin preparation, or incorrect pad placement. The instruction for use (IFU) specifies correct pad placement, and deviation from this could contribute to poor coupling. Analysis for reports of this type has not identified an increase in trend.